Manufacturer narrative:
Reference no. (B)(4). The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach. During the procedure, the team encountered difficulty advancing the valve delivery system through the sheath and got stuck at the blue portion of the esheath. A kink was observed on the esheath while positioned in the patient's iliac artery. Significant force was applied to advance the sheath into position. The patient experienced a rupture of the right iliac artery, which resulted in patient's death. Delivery system was removed, but through sheath. Valve squeezed off delivery system and left in descending aorta. Upon removal, liner torn was noted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Curvature on sheath shaft, possibly due to packaging. Liner fully expanded and distal tip opened as designed. Liner torn starting at approximately 1.25" from distal tip and is approximately 4.75" in length. Two kink marks noted on sheath shaft approximately 3" and 4" from distal tip. Imagery was provided from the site and revealed the following: sheath shaft appears bent/kinked. Crimped thv appears to be puncturing through the side of the bent sheath shaft. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint difficulty introducing sheath was confirmed based on evaluation of the returned device. Available information suggests that patient factors (tortuosity, calcification) likely contributed to the event as it was reported that ''degree of tortuosity is severe, degree of vessel calcification severe.'' Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules. Kinks along the sheath shaft can be indicative of the presence of vessel tortuosity. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. Scratches observed on the sheath shaft can be indicative of the presence of vessel calcification. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath advancement. The complaint sheath kinked was confirmed based on the returned device imagery and evaluation of the returned device. Available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force) likely contributed to the event as it was reported that ''degree of tortuosity is severe, degree of vessel calcification severe'' and ''significant force was applied to advance the sheath into position.'' During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to shaft kinks if compounded with challenging anatomical factors. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint resistance was confirmed based on the returned device imagery and evaluation of the returned device. Available information suggests that patient factors (tortuosity, calcification) and/or user error (kinked sheath) likely contributed to the event. It was reported that ''degree of tortuosity is severe, degree of vessel calcification severe'' and based on the provided fluoroscopy, the valve was stuck near the kink. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches, if present, on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Kinks introduced to the sheath or delivery system components can disrupt device advancement by altering the intended geometry and internal continuity of the system. A kink sustained on the sheath can create narrowed or obstructed regions through the inner lumen, increasing friction or impeding passage of the system through the shaft. Additionally, a kinked sheath can cause valve struts to interact with the lumen wall. The complaint liner puncture was confirmed based on the returned device imagery and evaluation of the returned device. Available information suggests that patient factors (tortuosity, calcification), user error (kinked sheath) and/or procedural factors (high push force) likely contributed to the event. It was reported that ''degree of tortuosity is severe, degree of vessel calcification severe'' and based on the provided fluoroscopy, the liner was punctured near the kink during advancement of the crimped valve. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities and/or manual device misalignments), these forces can further exacerbate damage to the liner - particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no.during a recent administrative review of h10 (related report numbers), it was identified that corrections were needed to update the related report number, which had been entered in h11 and should have been documented in h10.